Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that an attempt was made to begin the delivery of the first dose of cardioplegia and the large roller pump stopped and indicated "pump jam." After about a minute of troubleshooting, in an attempt to re-set the occlusion adequately, the user elected to remove the aortic cross-clamp to re-establish coronary blood flow. The heart never stopped and remained beating. The user continued to fine-tune the occlusion of the large pump and after 3 minutes was able to get the occlusion set so that cardioplegia could be delivered without pump stop or without blood backing up into the drug bag. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not returned.